Manufacturer narrative:
Qn#(B)(4). UDI number unavailable as complainant did not report a lot number complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "hcp failed to fire the skin stapler during use on patient". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Upon review of the complaint details, it was determined that a complaint investigation is not necessary at this time per the reasons indicated below. An investigation into this failure mode has already been performed for the reported product code. A CAPA was previously initiated to evaluate this issue. The CAPA identified flash in the cover block as the probable root cause of this issue. At this time, the complaint continues to be monitored for any trends. If a trend is identified, the trend will be reviewed and analyzed per the requirements of the complaint trending global work instruction. The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing. Flash in the cover block was discovered. Although a lot number was not provided by the customer, a potential lot number was found by looking at sales history. A DHR review was performed on the potential lot number with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "hcp failed to fire the skin stapler during use on patient". The patient's current condition is reported as "fine".